Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that versacross access solution was selected for use. It was mentioned that the rf wire was noted shredded during preparation for the procedure. Thus, the device was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as it was retained by customer.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. The reported allegation cannot be confirmed. Device history record (DHR) review: the lot numbers associated with the rfw for vxsk lot 38118051 are: 37975993 and 38103070. The job files associated with the rfw were reviewed. There were no nonconformances or rejects indicating systemic issues that would have impacted the complaint. See attachments for details. Labelling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described withing this complaint. No updates are required to the IFU as a result of this event. Risk review: upon review of the complaint, the information provided does not indicate a new hazardous situation. Additional review is not required. The device has not been returned to bsc for analysis. The root cause cannot be determined with certainty based on the information available, and the conclusion code "cause linked to device but unable to trace more specifically" was therefore selected.

Event description:
It was reported that versacross access solution was selected for use. It was mentioned that the rf wire was noted shredded during preparation for the procedure. Thus, the device was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as it was retained by customer.